Manufacturer narrative:
Patient information was requested and was not provided.

Event description:
The customer reported an intermittent touch screen issue; clinical sent the device to the biomed twice in 2 weeks for non-responsive touch screen over 50% of the display. The customer reported there was patient involvement and no patient harm.